Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was obstructed. A visual inspection of the returned cycler interior showed signs of dried fluid inside the cassette door, and underneath the pump assembly. The simulated treatment was performed without any failure. The complaint symptom ¿scale reading error warning¿ was confirmed during the testing. Troubleshooting of the ¿scale reading error warning¿ was performed, and it was found that the scale reading failed at 2 kilograms, showing 2613.7 grams. The cause was the heater tray, which was hitting the top cover. The heater tray was adjusted, and the load cell verification test was performed again. The symptom ¿make sure the heater bag is on the heater tray and unclamped¿ was not confirmed during the treatment. The symptom "fill complication encountered¿ was also not confirmed during the treatment. The voltage check failed initially, as the 5 volts was displaying 5.02 volts, and the 5 volts was fixed to 5.06 volts from the potentiometer. The voltage check passed after fixing the 5 volts. The symptom ¿5 volts¿ was encountered during the testing. The valve actuation test passed. The system air leak test passed. The voltage check passed. The load cell value and verification was within tolerance after adjusting the heater tray. The cycler passed mushroom head check. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient contact that, in fill 1 of treatment, the cycler filled the patient with the entire volume of the heater bag, which was 5 liters. When this was discovered, the patient contact immediately discontinued treatment and manually drained 3,800 ml from the patient. The 150% fill criteria was exceeded. The reported large fill of 5 liters was 192% of the patient's prescribed fill volume, which resulted in a reportable device malfunction. The patient contact confirmed that while the patient felt discomfort during the overfill, this discomfort subsided following the manual drain of fluid, and no medical intervention or adverse events were reported as a result of the large fill. The patient is currently recovered and well.